Event description:
Customer reported receiving readings of 160 and 170 mg/dl with meter. Customer experienced a seizure and paramedics were called. Paramedics received a reading of 29mg/dl with an unknown brand meter. An IV was provided to raise customer's blood glucose level. Testing was conducted on the fingers.